Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors tip cover accessory be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the rubber part of tip cover accessory is broken during operation after using for an hour. The procedure was completed with no reported injury.